Manufacturer narrative:
Correction to b3: (B)(6) 2024. Correction to g2: health professional inadvertently not checked in initial report. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no information was obtained to enable a determination of deviation from the instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu (colony forming units: 3cfu/endoscope. Bacterial identification: corynebacterium species, coagulase-negative staphylococci. The device was isolated after a positive culture result and was not used for procedure or diagnostic. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The same pathogens were detected in the additional microbiological test results from the same sampling points as the initial microbiological test. Therefore, there is a possibility that the reprocessing was insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for contamination on 4 separate tests. The first tested positive for 6 colony forming units (cfus) of bacillus cereus, micrococcus luteus, moraxella osloensis and staphylococcus warneri. The second tested positive for 54 cfus of moraxella osloensis, micrococcus luteus and bacillus sp mycoides. The third tested positive for 7 cfus of staphylococcus epidermidis, staphylococcus warneri and bacillus cereus. The fourth tested positive for 4 cfus of pseudomonas aeruginosa, staphylococcus epidermidis, staphylococcus warneri and rothia mucilaginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.